Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user hematocrit outside of range test strip UDI# (B)(4). Notes: manufacturer contacted customer on several follow-up calls in order to ensure the customer's condition since the initial call. Per follow up on 02/10/2017: on (B)(6) 2017 @12:45am customer went to the hospital. Customer had to call the ambulance. Customer have internal bleeding in the throat, elevated heart levels and his blood sugar was 434mg/dl. Per follow up on 02/11/2017: I spoke to (B)(6) and the customer is in the hospital. Customer have internal bleeding in the throat and issues with the varicose veins. (B)(6) is unable to provide any information regarding the customer's diabetes. Unknown if any current symptoms related to diabetes. Customer is in the hospital at this present time. Per follow up on 2/14/2017: made call back and unable to make contact with the customer via telephone. Per follow up on 02/16/2017: unable to contact the customer. Unable to send product notification letter sent to customer to contact customer care because customer address was not provided.

Event description:
Consumer reported complaint for e-0 accompanied with symptoms. (B)(6) (wife) is calling on behalf of the customer. The customer is concerned with tests results from meter error code of e-0 and symptoms. The customer's expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling sleepy, weak and loss of sensation in legs. Medical attention is reported as a result of condition not related to diabetes and symptoms. The product storage location is undisclosed. The test strip lot manufacturer's expiration date and open vial date are undisclosed. The meter memory was not reviewed for previous test result history. Customer is unable to get a result; e-0; hasn't been able to test in 3 days since release from hospital from internal bleeding in his throat. Meter was working fine before going into the hospital. Customer glucose have been high for the last 6 months and they have not been able to get it under control. Customer is taking lantis and novalog his a1c have been high. Customer states she is bed ridden. Customer is very sleepy and weak, can feel his legs. Taking 9 different meds. Customer will take him to the doctor to his weekly lab test done.